Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow up report is being submitted due to lab evaluation completed on 13 jan 2022: ¿damage noted near flap on the tapered end¿.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Complaint received from dm (with insufficient information) via e-mail on (B)(6) 2021--did (B)(6) 2021. As reported to customer relations: "I meant to share this with you this morning. We had a locking device ((B)(4)) on monday that we could not get the biliary stent (pr335993) though and actually "mauled" the stent. I saved both of these and the stent package for you. No adverse effects currently reported.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the device involved in this complaint was returned to cirl without its original packaging for evaluation. With the information provided, a document based investigation will be complete. Lab evaluation: lab evaluation date: 13 jan 2022. Visual inspection: damage noted near flap on the tapered end. Functional inspection: n/a - rpn unknown. Document review including IFU review: as the rpn and lot number of the device are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all cotton leung devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. The instructions for use ifu0045 of which accompanies this device states the following: there is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed high force being applied to the stent as it was inserted into the locking device, likely causing issue reported and observed during the lab evaluation. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.